Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported the patients leads had migrated and the ipg become inoperable. As a result, surgical intervention was undertaken wherein the system was explanted and replaced to resolve the issue.